Event description:
The manufacturer received information alleging touch screen is not working. There was no harm or injury reported. Display board was found to be physically damaged and required replacement. Customer is taking responsibility to correct/repair the device.